Event description:
It was reported that a pt presented in clinic for routine f/u with an alert message for possible output circuit damage. There has been successful charges since the detection and there are no aborted charges noted. The pt had an lvad implanted on the date of the alert. Technical services requested session records and the device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.